Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a 6f sheath after a diagnostic procedure. Reportedly, there was a strange feeling while opening the foot plate. Good apposition against the vessel wall was felt, and although the blood flow did not stop, the device was still used. After depressing the plunger, the suture broke before the plunger could be fully removed; thus step 3 was not completed. The needles (anterior needle with the plunger and posterior needle with the suture) remained in the device, and the footplate remained open (as expected at this point as step 4 - lever / foot closure has not been performed). The device was removed without any issues. A new prostyle device was used to achieve hemostasis. A small hematoma formed which resolved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: a posterior foot separation was noted during evaluation of the returned device. The separated portion was not returned. Follow up with the site confirmed that the foot separation was noted upon device removal and that the foot came out of the patient anatomy when the device was removed. Additionally, it was reported that the lever and foot were closed prior to removal. A strange noise was heard when the plunger was depressed, and the suture came out in a very strange manner. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle and the material separation of the foot were confirmed. The material separation of the suture was not confirmed. The product quality issue (feel) and the noise are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hematoma is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Reportedly, the device was deployed even though blood marking did not stop. It should be noted the electronic perclose prostyle instructions for use (eifu), suture deployment section 14 states, do not open the foot if ¿mark¿ is not observed from the marker lumen. If blood marking does not stop or significantly change, evaluate the angiogram for device position in the vessel wall, vessel size, calcium deposits, tortuosity, disease and for location of the puncture (ensure the footplate is not in bifurcation or side branch). Reposition the device to stop blood marking. Alternatively, reinsert a guide wire, remove the device to hold manual compression, insert a new device or insert a new sheath.¿ it is unknown if the IFU violation contributed to the reported difficulties. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely a posterior needle to cuff occurred. The deformation and scratch of the needle tip indicates a cuff miss and strike of the needle tip. The cuff miss likely jammed into the foot causing the noise and separation of the foot. The irregular feel was likely due to positioning or other interaction with the vessel based on the fact the mark did not cease. There was no material separation. The plunger was not pulled therefore there was no material separation of the suture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # updated from unknown to 4051641. D4 - primary UDI number updated from (B)(4) unknown to (B)(4). E1 - initial reporter changed from dr. (B)(6) to dr. (B)(6). H6 - medical device problem codes 1562 and 3273 added.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a 6f sheath after a diagnostic procedure. Reportedly, there was a strange feeling while opening the foot plate. Good apposition against the vessel wall was felt, and although the blood flow did not stop, the device was still used. After depressing the plunger, the suture broke before the plunger could be fully removed; thus step 3 was not completed. The needles (anterior needle with the plunger and posterior needle with the suture) remained in the device, and the footplate remained open (as expected at this point as step 4 - lever / foot closure has not been performed). The device was removed without any issues. A new prostyle device was used to achieve hemostasis. A small hematoma formed which resolved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - a partial UDI was provided as the lot number is not known h6 - medical device problem code 2017 - failure to follow steps / instructions.